Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit failed drive manifold test. There was no patient involvement.

Manufacturer narrative:
Additional information: (B)(6). A getinge field service engineer evaluated failed drive manifold test. Replaced drive manifold passed drive manifold test(104-00-0031) . The patient involvement is unknown. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. This part was received with a reported unit failure message of drive manifold leak tests failed. Performed visual inspection of this part received and part looks to be in good condition. The failure analysis and testing department could not verify the failure of drive manifold leak tests failed. Drive manifold assy, passed testing. Retaining drive manifold in the fat dept. As per procedure 0002-07-d008 rev an. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.